Event description:
It was reported that a patient underwent an ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿large. The first sheath had a hemostatic valve separation issue and the second sheath had a hemostatic valve leak issue. The physician was preparing the sheath and she realized that she could not introduce the dilator through the valve because of high resistance. She observed the valve and a white par was in the valve different than usual. They opened a new sheath, and she could pass the dilator but once it was introduced into the patient, blood was leaking out of the valve. There were no patient consequences. Additional information was received. In the first sheath a white strange object was observed in the valve. It was not broken but had a different appearance than normal. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding, there were just some drops of blood. The approximate volume of blood that was lost was a very small amount. No medical intervention was required to stop the bleeding. The first sheath was assessed for two issues. The valve issue was assessed as MDR reportable for a hemostatic valve separation issue. In addition, it was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The second sheath was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
The event date is unknown. Therefore, the first day of the year has been entered as the event date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 29-sep-2022 it was reported that a patient underwent an ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿large. The first sheath had a hemostatic valve separation issue and the second sheath had a hemostatic valve leak issue. The physician was preparing the sheath and she realized that she could not introduce the dilator through the valve because of high resistance. She observed the valve and a white par was in the valve different than usual. They opened a new sheath, and she could pass the dilator but once it was introduced into the patient, blood was leaking out of the valve. There were no patient consequences. Additional information was received. In the first sheath a white strange object was observed in the valve. It was not broken but had a different appearance than normal. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding, there were just some drops of blood. The approximate volume of blood that was lost was a very small amount. No medical intervention was required to stop the bleeding. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 31-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).